Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. The production and quality control documentation for lot# t1005, with expiration date 05/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Pyogenic arthritis in right knee [arthritis bacterial]. Case description: spontaneous report was received on (B)(6) 2011 from a healthcare provider regarding a (B)(6) year-old female patient, initials k-n, who experienced pyogenic arthritis of the right knee after starting synvisc. The hcp reported that the patient received synvisc (date not provided). The hcp did not report the number of injections the patient received. The hcp reported that the patient experienced pyogenic arthritis of the right knee ((B)(6) 2011). The hcp reported that the patient required hospitalization. The product lot number was reported as t1005. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(6) 2011 from the hcp. The hcp updated the patient's medical history to include the following concomitant diseases: hypertension; hyperlipidaemia, hepatic steatosis; gallstones. The hcp updated the patient's medical history to also include the following concomitant therapies: amlodipine besilate; pravastatin sodium; loxoprofen sodium, and solifenacin succinate. The hcp reported that the patient received one synvisc injection into her right knee on (B)(6) 2011. The hcp reported that the patient experienced right knee pain and right knee effusion ((B)(6) 2011). The hcp diagnosed the patient's symptoms as "pyogenic arthritis of right knee". The patient's synvisc therapy was discontinued permanently. The patient required treatment for her symptoms. The hcp reported that the patient had a right knee joint aspiration and the aspirated fluid tested positive for bacteria. The hcp reported that the aspirated fluid showed signs of "infection and/or pyogenic arthritis" ((B)(6) 2011). The hcp reported that the patient was hospitalized on (B)(6) 2010 (discharge date not provided). The hcp reported that the relationship of the patient's symptoms to synvisc was possible. The product lot number was reported as t1005. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(6) 2011 in the form of qa results. The production and quality control documentation for lot# t1005, with expiration date 05/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.